Manufacturer narrative:
No device associated with this report was received for examination. Review of the provided x-rays confirms the reported poly wear and osteolysis. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update recvd 3/18/2016-clinical der states patient was revised to address osteolysis and poly wear. The complaint was updated on 3/21/2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical der states abnormal radiographic evaluation, mild poly wear. Pain was noted during evaluations. Update: 02/04/2016: x-ray review finding indicated osteolysis. There is no new additional information that would affect the existing MDR decisions. Update rec'd 01/27/2016: the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 02/16/2016. Update rec'd 3/7/2016: sales rep reports patient was revised to address osteolysis. The complaint was updated on 3/21/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 03/25/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was also experiencing swelling. There is no new information that would change the existing MDR decision. The complaint was updated on: 04/17/2016.